Manufacturer narrative:
Was unable to confirm customer complaint of flow rate accuracy. Tested device by running five consecutive delivery accuracy tests with a basic set and protocol of 200 volume to be infused (vtbi) over 10 ml piggyback on lines a and b, all tests passed with a consistent reading of delivery of 20.8. The device passed the self-test with no alarms. Probable cause is no problem found. Device default settings are set to rate. In this setting, the device will continue to pump at desired setting entered. Changed device to keep vein open (kvo) to obtain accurate flow rate. Additional information - d9 - date returned to mfg 12/1/2022.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a plum 360 had flow rate accuracy failure and the screen was broken. The event occurred during preventive maintenance. There was no patient involvement and no human harm.